Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy. It was reported that the cage appeared to have collapsed some in the x-ray. No patient symptoms or complications were associated with this event. Additional information received from manufacturer representative that there was no plan/schedule for the revision surgery.

Manufacturer narrative:
Radiographic image review performed by dr hoit and the review comments are as per below. 3 panel image, left - lateral fluoro l4-5 interbody fusion, shaft appears fully expanded. Middle - shaft appears collapsed compared to left panel. Right - interbody graft collapsed compared to middle and left. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.